Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the fiber cabling required rerouting. The technician rerouted the fiber cabling, tested the function and operation of the monitor, confirmed it to be operating to specifications, and returned the device to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor connected to their hexavue custom room rack was flickering. No report of injury.